Event description:
It was reported that noise and an increase in capture threshold was observed on the atrial lead through a remote merlin.net transmission. The patient was asymptomatic. The patient was seen in clinic where a chest x-ray was performed with normal results. Device reprogramming was performed and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).